Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the anchor of a 5f exoseal vascular closure device (vcd) failed to deploy and intravascular fixation was not achieved. Another device of the same model was used to complete the procedure. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/ white position. During this visual analysis no additional anomalies were observed to be reported. An attempt to perform an indicator wire deployment simulation evaluation was performed; however, it could not be performed completely, as the unit was received with an indicator wire already deployed, with no signs of any possible abnormality on the mechanism triggering. The reported event of "indicator wire deployment difficulty unable " was not observed through analysis of the device received as the indicator wire was found fully deployed with no anomalies noted. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the indicator wire deployment difficulty reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal instructions for use (IFU) notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal vcd into the vascular sheath introducer if it is removed prior to locking into position. Caution: if for any reason it is desired to abort the procedure once the exoseal vcd has been introduced into the bloodstream, remove the exoseal vcd and the vascular sheath introducer as a unit. Do not attempt to withdraw the exoseal vcd from the sheath introducer, as plug dislodgment may occur.¿ neither the product analysis, nor the limited information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the anchor of a 5f exoseal vascular closure device (vcd) failed to deploy and intravascular fixation was not achieved. Another device of the same model was used to complete the procedure. There was no reported patient injury. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.